Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 3 accolade ii 132 deg; cat# 6720-0330; lot# unknown, 26mm +4 v40 taper vit head; cat# 6260-5-226; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Join for bha. Right bha was performed on (B)(6) 2017. Due to infection, head was removed on (B)(6) 2018. Cup was revised on (B)(6) 2018.